Event description:
It was reported that the device needs repair. No other information was available. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found an unusually high density of "high alarm displayed: upstream occlusion", which suggests a faulty uso sensor. During the functional testing, it was found that the pump records error code 42224, which points to a faulty pwa. No customer problem was reported. The pump was testing for flow accuracy and passed. The uso seal, uso sensor, and pwa were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.